Event description:
This lv lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 stating that this lead was explanted due to endocarditis. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).